Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility chief medical officer reported that a 2008t machine had a torn blood pump segment while a patient was dialyzing. The patient inadvertently tugging on their line resulted in a torn blood tubing with a blood leak. When the machine was inspected, loose pin in the blood pump rotor was found. The machine is in the process of being repaired. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.